Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: in review it was noted that the following information was not included in the initial MDR report; therefore, it is being captured in this supplemental report: the patient has decided to return to using contact lenses to correct his vision rather than attempting another surgery. The doctor is also happy with the patient outcome. Additional information: additional information provided indicated that the intraocular lens serial number (sn) is (B)(4). The following fields were updated accordingly: serial number: (B)(4). Catalog #: zct6000280. Unique device identifier (UDI #): (B)(4). Expiration date: 11/29/2023. Device manufacture date: 11/29/2018. Device evaluation: the product testing could not be performed as the product was not returned. The customer''s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. The search in the complaint system revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported complaint could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(6). Device manufacture date: unknown as serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) popped out of the optic and is unstable, lens was cut in half to remove and disposed. Surgeon do not think that the lens rotated more than 10 degrees, and position issue was mentioned as the lens was to deep and did not have enough bag. Patient is happy post-op. No further information provided.